Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's alarm settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box data from the date of the complaint has been overwritten due to continued use of the pump. "Glucose above limit¿ alarms were observed in the current black box history. During testing, the pump was paired with a test cgm transmitter. The snooze for ¿high alert¿ was set for 30 minutes. The threshold for ¿high alert¿ was emulated and the pump emitted a ¿glucose above limit¿ warning. The alarm was snoozed and the pump repeated the warning 30 minutes later. The alleged issue could not be duplicated.